Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the transmitter lasted less than two months. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event that the transmitter lasted less than two months was not confirmed. A root cause could be determined via data.